Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally cracked the ilet screen while using the restroom, after which the address was verified and a replacement ilet was ordered; the user switched to backup therapy and noted that blood glucose was impacted. Symptoms included no reported injury or clinical symptoms. Outcomes included a temporary interruption of automated insulin delivery and the need to transition to alternate therapy while awaiting replacement. Investigation included complaint intake, verification of device details, alert review, and logistical actions related to replacement and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with accidental user-induced impact; no device malfunction was identified prior to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in physical damage unrelated to a device defect.